Manufacturer narrative:
(B)(4). Additional information: it was reported during follow up that the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. The patient was treated with injection vancomycin (2 gram, route and frequency not reported) for the event. It was unknown if the patient recovered from the peritonitis event. Action taken with the dianeal therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.